Event description:
In 2008, patient states that the mesh eroded and twisted on the right side of her body. States that she had surgery to repair the eroded and twisted mesh. Went to doctor for a follow up in five months later, and was informed that the left side was eroded and twisted. Patient states that she could feel the mesh through her vagina, and it feels like it is coming through her skin.